Event description:
Fifteen falsely elevated carbon dioxide (co2_c) test results were obtained for fifteen patient samples from an atellica ch 930 analyzer. It is unknown if the initial test results were released to the physician(s). It is unknown if the same samples were repeated. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
An outside the united states customer contacted siemens to report that fifteen falsely elevated carbon dioxide (co2_c) test results were obtained for fifteen patient samples from an atellica ch 930 analyzer. The customer did not provide repeat test result data. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse ran service methods testing and failed the sample mixing (smix) test. The cse rebuilt the smix mechanism. The cse replaced the dilution cuvettes and probe 1 of the dilution washer. The cse replaced the sample arm probe and realigned the probe arm, the dilution ring and the reagent mixer. Quality control materials were run with acceptable results. The cause of the falsely elevated carbon dioxide (co2_c) test results is unknown. The analyzer is performing within specifications. No further evaluation of this analyzer is needed. MDR 2432235-2022-00091 and 2432235-2022-00094 were filed for the same event.